Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, the patient's mother reported that her son had an issue with an infusion set as the cannula or needle fractured while in use. The site location was right side of abdomen, and it was the second day of use. Subsequently, on (B)(6) 2022 at 21:00, he was admitted to the emergency room/ hospital with blood glucose level of 285 mg/dl. Reportedly, the reason of hospitalization was as the needle was in his body and it needed to be removed. During hospitalization, he received intravenously fluids, antibiotics, and anesthesia. Currently, his blood glucose level was 188 mg/dl. No further information available.

Event description:
On (B)(6) 2022: follow up information was submitted to update the awareness date, report type, type of reportable event and the result of complaint investigation of the returned used device (1 cannula part) showed that the steel introducer needle was broken (before the curve). Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number 1518425 event occurred in the united states on (B)(6) 2022, the patient's mother reported that her son had an issue with an infusion set as the cannula or needle fractured while in use. The site location was right side of abdomen, and it was the second day of use. Subsequently, on (B)(6) 2022 at 21:00, he was admitted to the emergency room/ hospital with blood glucose level of 285 mg/dl. Reportedly, the reason of hospitalization was as the needle was in his body and it needed to be removed. During hospitalization, he received intravenously fluids, antibiotics, and anesthesia. Currently, his blood glucose level was 188 mg/dl. No further information available.